Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that the device did not activate. There was no pt involvement. The device was returned to covidien and visual inspection discovered that the clear insulation was damaged.